Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0810 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported bloodstream infection. Start date: (B)(6) 2021; end date: (B)(6) 2021. Mild severity and related to the device (catheter), unrelated to the procedure and unrelated to accessories (guidewire, stylet). Outcome: recovered, no sequelae. Action taken: medication prescribed. The bloodstream infection was confirmed by blood culture(s) from peripheral venous puncture and PICC positive with the same microorganism. Additional details of adverse event were: klebsiella oxytoca with antibiotic therapy due to other infection.